Event description:
The customer called to report a no delivery alarm. The customer also felt that the insulin pump was delivering too much insulin, and she felt unsafe using it. The customer wanted to know about upgrading her current insulin pump, and stated she would be speaking with her local representative before getting a replacement or going through the upgrade process. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.